Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).